Manufacturer narrative:
Testing of actual/suspected device : during a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the unit was failing the pim test during the membrane leak test. The fse tried a new safety disk but had the same result, to fix the issue the fse replaced the pim assembly and the unit tested good. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the pim test failed on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
N/a.